Manufacturer narrative:
Follow-up # 2 ¿ (05/23/2015). The patient¿s test strips have been returned on 3/11/2015 and evaluated by lifescan product analysis on 5/7/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strip vial label was found to have some damage to a piece of critical information and is unreadable. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra ultra 2 meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 in the evening. The patient does not recall the result of the lifescan meter nor the other meter (bayer contour). It is unknown if the results meet lifescan¿s accuracy criteria. The patient manages her diabetes with pills, diet and/or exercise. It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The patient claims she developed symptoms of ¿blurred vision¿ approximately 6 hours after the product issue occurred. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca also confirmed the test strips were not identified as suspect counterfeit. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/24/2015).the patient¿s meter has been returned on 3/11/2015 and evaluated by lifescan product analysis on 3/12/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.